Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include anticoagulation therapy, and patient past medical history and comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event.   Gi bleeding is a known potential complication associated with all patients implanted with vads.  The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported that this patient was readmitted for treatment of gi bleed. The patient presented with complaints of bright red blood in stool and hemoglobin 6.3 g/dl and international normalized ratio (inr) of 2.8. The patient's inr goal was 2.2-2.8 while on 325 mg of aspirin. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy. Egd results revealed active bleeding from two discrete visible vessels (probable dieulafoy) mid-stomach. The bleeding was successful resolved with hemostasis of lesions achieved via epinephrine, bicap cautery, and clipping. The patient received a total of 6 units packed red blood cells (prbc's) and his aspirin dose was decreased to 81 mg. He was discharged on (B)(6) 2016.